Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal was loaded half way inside the delivery tube because the user did not push the delivery tube down far enough to load the seal. The seal remained behind in the window as the delivery tube was removed from the loader. A replacement heartstring seal was loaded properly and the surgeon used the seal to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection verifies that the non-folded seal positioned proximal to the window on loader component. The reported observation that only half of the seal was loaded was confirmed. It was also observed that the seal was cracked. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.